Manufacturer narrative:
Additional information: section d - expiration date, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The patient requested a full system explant due to perceived inadequate pain relief; however, following explant of the evoke scs system the patient has amended their viewpoint and indicated the evoke scs system did provide therapeutic benefit. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested an elective system explant due to inadequate pain relief. The evoke scs system was subsequently explanted at the patient¿s request. Following the explant, the patient reported worsening of their pain condition and indicated that they had experienced therapeutics benefit from the evoke scs system.

Manufacturer narrative:
The explant procedure was performed by a different physician and at a different facility than those involved in the original implantation. Saluda has not been provided with the details of the physician or the facility that conducted the explant and the explant date. (B)(6) 2025 is selected as an approximate event date. Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.